Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient encountered an error code. It was noted that the programmer froze up and locked up and they saw call your doctor message but the patient doesn't know what the code was. It was also indicated that the message was noticed when the patient tried to turn the stimulation back on after turning it off for a surgery. On (B)(6) 2018, additional information was received. It was further noted that the patient was in the hospital because she had a back surgery. The patient reported that her device was not working and was giving the patient really bad headaches. It was confirmed that the device was implanted for the patient's bladder. The patient stated they need a manufacturer representative (rep) to meet with them and the rep will not be able to come till tomorrow but the patient was being discharged today. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the machine was off and the three programs were disconnected. No error messages were noted and they had to reprogram all the programs on 1/3/18. No further complications reported/anticipated.